Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report was received from USA stating that the device was leaking at the bottom during surgery. No injuries were reported to have occurred but it is unk if medical intervention was necessary. There was no add'l info provided.